Event description:
The daughter of a (B)(6) female pt contacted zoll customer support to report that the pt's monitor had been ongoing excessively to check the electrode belt. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages/check therapy pad messages) was confirmed. Upon receipt, the monitor was unable to detect all therapy electrode (te) pads and ECG electrodes. Upon investigation, the driven ground signal was found to be defective causing the inability to detect the electrode belt. The cause for the defective driven ground signal was isolated to an open connections on pins 8 and 9 on component k700, the driven ground relay. The root cause for the open pins on the k700 driven ground relay could not be positively identified. No adverse event resulted from the defective driven ground relay. The pt received a replacement monitor.